Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the switch box was scratched, the plug unit was scratched, the cover of light guide bundle was damaged, the light guide was cracked, and the connecting tube was cracked, the adhesive around the objective lens was worn, there was corrosion around the forceps elevator, the universal cord was scratched, and the black covering of the bending section glue was broken. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material on the adhesive of the bending section cover, the the forceps elevator had foreign material/stain, and the connecting tube had foreign objects. There were no reports of patient involvement.